Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)" 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. Advisory could not be cleared by the customer. No patient involvement.